Manufacturer narrative:
As there is no further information is expected, our investigation is complete. This investigation will be updated should further information become available.

Event description:
It was reported that this right atrial lead exhibited high out of range pace impedance measurements due to insulation damage. This lead was reprogrammed and remains in service. No adverse patient effects were reported.